Event description:
It was reported the (B)(4) bath lift is only operating intermittently.

Manufacturer narrative:
(B)(4). Report # 3007231105-2013-00043. This product is not distributed in the USA, report submitted to the us FDA was not necessary.